Manufacturer narrative:
Device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets fell off during use events between 07-may-2024 and 14-may-2024. The infusion set was in use for less than 12 hours. The blood glucose level was 150-200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.